Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported inflation issue due to balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the lesion site which was described as heavily calcified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery. The 6.0x200mm armada 18 percutaneous transluminal angioplasty catheter (ptac) was advanced to the lesion without issue. The balloon was then inflated once at 8 atmospheres; however, the balloon partially inflated and fluoroscopy revealed that the balloon was leaking. The catheter was removed without issue, and another same size armada 18 ptac was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.